Event description:
Patient underwent a bilateral breast augmentation with donut mastopexy in 2006. Her implants were mcghan, round, smooth, saline implants catalog number 68-300 with filled volumes of 300 cc. A couple weeks ago she noted that her right breast was getting smaller. She cannot remember any history for trauma to her chest. There was no bruising present. She returns to surgery to have ruptured saline implant removed and replaced. Patient's last mammogram was approximately 3 years ago.what was the original intended procedure?breast augmentation.